Event description:
The customer reported to olympus, the the curved tip of the evis lucera colonovideoscope is caught in the treatment tool. The treatment tool could not be moved even if it comes out. Inspection and testing of the returned device found foreign matter clogging in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of forceps getting caught during insertion or removal was not confirmed. The device evaluation found nozzle had foreign objects. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end was chipped, cracked and had white cloudy area. The image guide protector was damaged. Adhesive around the objective lens and light guide lens was peeled. The light guide lens had a crack. The plastic distal end cover and the connecting tube were dented. In addition, the switch 4, the grip, the protector of universal cord on scope connector side, the light guide lens, and the plastic distal end cover were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below : 1. Were you able to clean, disinfect, and sterilize the equipment before requesting repair? No response. 2. Does the customer have any idea about what the foreign material is? No response. 3. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) No response. 4. Did the customer flush the air/water nozzle with water and air? No response. 5. Were there any abnormalities in the accessories used for reprocessing? No response. 6. Did you wipe/brush the air/water nozzle with gauze, brush, or sponge? No response. 7. Are there any other concerns about the reprocessing? No response. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.